Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device's positive end-expiratory pressure (peep) and continuous positive airway pressure (CPAP) screws were loose causing fluctuating pressure counts when touching the knobs. Additionally, the relief valve was found out of tolerance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative re-tightened the peep and CPAP screws, reset counts, and adjusted the relief valve tolerance. The device passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device could not seem to achieve pressure and not pumping. There were unknown patient harm or adverse effects reported as a result of the event.